Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user¿s pump repeatedly issued an ¿urgent low soon¿ alert despite blood glucose not being low, which the caregiver confirmed by fingerstick and after replacing the dexcom g7 sensor; the alert behavior reportedly persisted for about a day, and the agent recommended a pump restart with a later firmware update when the user returns to the united states, with replacement considered if unresolved. Symptoms included no hypoglycemia. Outcomes included no injury, no hospitalization, and no medical intervention beyond troubleshooting. Investigation included remote troubleshooting and recommendation for firmware update after a controlled restart. Investigation of this case revealed a persistent false low-glucose alarm condition consistent with an alarm/alert performance issue potentially related to sensor-pump communication or firmware behavior, with no evidence of actual low glucose. It was concluded, based on similar reports, that the cause was indeterminate but consistent with software or communication anomaly pending further evaluation.